Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturers ref# (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress

Event description:
Additional information received 16feb2018: on (B)(6) 2018 (546 days post-procedure), the pre-retrieval x-ray was performed. There was no evidence of filter fracture, embolization, or migration. Filter tilt was = 16 degrees.

Manufacturer narrative:
Exemption number e2016032. (B)(4) manufacturer ref# (B)(4). Summary of investigational findings: investigation is based on event description and image review. The celect -pt filter was placed in an infrarenal location without evidence of significant tilt or immediate penetration. Follow-up CT scan nine days later demonstrated slight interval increase in tilt, although still insignificant, measuring approximately 13 degrees toward the left on the coronal reformats and 8 degrees, anteriorly. In addition, the patient developed a single grade 3 interaction involving one primary filter leg abutting the wall of the duodenum. The remaining primary filter legs demonstrated grade 2 interactions with the wall of the ivc, extending into the retroperitoneal fat. There is no evidence of pericaval or periduodenal inflammatory changes. There is no comment in the complete report regarding any symptoms related to these perforations. The exact reason for the perforations cannot be determined, but vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that the filter was not manufactured according to specifications and nothing indicates that tit did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref#: (B)(4). MFR site: name and address for importer site: (B)(4). Device code: 2616 - malposition of device. Summary of investigational findings: investigation regarding tilt is based on event description and image review. As previously described below, follow-up scan nine days after placement of the celect-pt filter demonstrated slight increase in tilt, assesed as insignificant. After 546 days the ivc filter was no longer clinically indicated. Venogram at the first attempt of ivc filter removal demonstrated 11 degree of leftward tilt relative to the center line of the ivc filter. Despite an insignificant tilt relative to the center line of the ivc, the hook of the ivc filter abuts the left lateral wall of the ivc, limiting the use of a loop snare to engage the flter hook. Angioplasty balloon displacement technique was attempted, but this was unsuccessful. The following day venogram demonstrates a slight increase in leftward tilt, now measuring 14 degrees relative to the center line of the ivc. The filter was successfully retrieved in its entirety utilizing a glidewire loop snare technique. The difficulty with retrieval stems from the development of filter tilt, although defined as insignificant, that resulted in the hook of the ivc filter abutting the wall of the ivc, leading to significant difficulty with its capture. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-fem-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: grade 3 filter leg interaction with ivc wall. On (B)(6) 2016, the patient had a celect® filter placed. Primary reason for the filter placement was a current deep vein thrombosis (dvt) with a contraindication to anticoagulation and severe anemia. The inferior vena cava (ivc) diameter at the intended filter location was 24 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the left common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 6 - < 11 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 25.6 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after placement. The angle of filter tilt in the ap view was 8.1 degrees. On (B)(6) 2016, the post-procedure x-ray was performed and revealed no evidence of filter fracture, embolization, or migration. Filter tilt was < 6 degrees. Analysis review revealed no evidence of filter fracture, deformation, or embolization. Filter migration was not assessed. The angle of filter tilt in the ap view was 9 degrees and 6.4 degrees in the lat view. On (B)(6) 2016, the patient was discharged from the hospital. On (B)(6) 2017, the three and six-month follow-ups were completed and no device related adverse events were reported. On (B)(6) 2017, the twelve-month clinical assessment x-ray, ultrasound, and CT were performed. The filter was scheduled to be retrieved. No device related adverse events were reported. The x-ray revealed no evidence of filter fracture, embolization, migration, or tilt. The ultrasound revealed no evidence of thromboses in the ivc, pelvic veins or lower extremities. The CT of the abdomen revealed no evidence of filter embolization and a grade 3 filter leg interaction with the ivc wall. Patient outcome: the patient remains in the study.